Manufacturer narrative:
This report is submitted on may 08, 2023.

Event description:
Per the clinic, the patient experienced a cellulitis at abutment site and subsequently was treated with topical antibiotics for 10 days (specific date not reported).